Manufacturer narrative:
In a gfe response from the customer received on 13mar2025, it was confirmed that the replacement v60 stand top platform assembly was received and replaced to resolve the device issue. The customer confirmed that the device was returned to service following the part installation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the top platform assembly of the v60 stand was broken. The remote service engineer (rse) provided the customer with the part information to order a replacement v60 stand top platform assembly. In a good faith effort (gfe) response from the customer received on (B)(6) 2025, it was provided that the customer was unable to successfully mount the v60 due to the damage. The customer stated that they had forwarded the part information to their department manager but was unsure if the part had been ordered. The device had been removed from service until it is repaired. This investigation is ongoing.